Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the unspecified infusor underinfused. It was further reported that 8g flucloxacillin in 230ml 0.9% sodium chloride "was not infusing at all". There was no report of patient injury, or medical intervention associated with this event. No additional information is available.